Manufacturer narrative:
The boomerang device was not be returned to the manufacturer for evaluation. It was reported the product performed as intended per IFU. The physician involved stated that the pseudoaneurysm was caused by the second perforation in the artery - "back-wall". The second stick occurred during initial access of the artery and prior to the boomerang insertion. There was no product problem reported and there was no association with the incident to the boomerang device. Additionally, review of the device history lot record did not reveal any issues or observations that may have contributed to the reported event. A second arterial hole is a contraindication to using the boomerang wire as part of the IFU.

Event description:
A diagnostic peripheral procedure was performed in 2007 on a male patient (pt). A 6 fr cook 11cm sheath was placed in the right common femoral artery (rcfa). Upon completion of the procedure, a boomerang 610 wire was inserted and deployed through the indwelling sheath without problem. Oozing around the sheath was observed and temporary tamponade of the arterial access site was successfully achieved; evidenced by no further oozing noted. The boomerang was removed without problem, performing successfully as indicated; then manual compression was applied to the arteriotomy site until hemostasis was achieved. A small hematoma started to form during application of manual compression to bring about final closure of the arterial opening. Apparently, there was a back wall puncture and manual compression was not successful in closing the second opening. Pt was admitted for observation. On 2 days post, in 2007, a pseudoaneurysm was confirmed under us. The pseudoaneurysm did not resolve and on 3 days post, a thrombin injection was administered under ultrasound. No further invention was required. Pt was discharged without sequelae.